Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.(B)(4).

Event description:
On (B)(6) 2014, the patient was randomized to IV tpa + solitaire fr and treated. On (B)(6) 2014, the patient was reported to have aspiration pneumonia and asymptomatic hemorrhage h1. The asymptomatic hemorrhage resolved on (B)(6) 2014 without treatment and the aspiration pneumonia resolved on (B)(6) 2014 without treatment. On (B)(6) 2014, the patient had hypokalemia and hypomagnesemia. The hypomagnesemia resolved on (B)(6) 2014 and the hypokalemia resolved on (B)(6) 2014. On (B)(6) 2014, the patient was dehydrated and the event is ongoing. On (B)(6) 2014, the patient was reported to be itching at an undisclosed location and a new area cortical infarction was found on MRI (magnetic resonance imaging). The itching resolved the following day, but the infarction was reported to be ongoing with no treatment. The relationship of all the events to the device was unknown.